Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, missing end cap sticker, broken belt clip slot and scratched reservoir tube window.

Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer's blood glucose was 244 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.